Manufacturer narrative:
Patient identifier: (B)(6). Weight: unknown. Ethnicity: unknown. Race: unknown. Device manufacture date : this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed and replaced within the same surgery and the problem resolved. There was no patient injury. Cause of event was unknown.